Event description:
It was reported that the patient was admitted to the hospital with ventricular fibrillation and was successfully cardioverted. The patient was noted to have corrosion on both power leads. The log files did not show any unusual events and the equipment appeared to be functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related MFR. Report # 2916596-2022-10510.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrhythmia, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively be determined through this evaluation. Additionally, review of the submitted log files confirmed multiple pulsatility index (pi) events; however, a specific cause for this finding could not be conclusively determined through this evaluation. The controller event log file contained data from 16apr2022 and 17apr2022, per the timestamps. Multiple pi events were captured throughout the log file. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1 of this IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of all pump parameters, including pulsatility index (pi). Section 4, ¿system monitor¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6, "patient care and management", (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.